Manufacturer narrative:
(B)(4). UDI - (B)(4). Concomitant medical products - unknown nexgen bearing, trabecular metalâ¿¢ cruciate retaining monoblock tibial component # 00588604317, lot # 62280556. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital won't release them. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery 3 months post initial surgery due to joint stiffness and limited range of motion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.